Manufacturer narrative:
No medical records and no medical images were provided to the manufacturer. The lot number for the device was provided. The device history records are currently under review. The device has been returned for evaluation. The investigation of the reported event is currently underway. Expiry date: 01/2021. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during an ultrasound guided kidney biopsy through normal density tissue, the first and second slide allegedly self-activated. The device was dry fired outside of the patient and a coaxial was not used. Another device was used to complete the procedure. There was no reported patient injury.

Event description:
It was reported that during an ultrasound guided kidney biopsy through normal density tissue, the first and second slide allegedly self-activated. The device was dry fired outside of the patient and a coaxial was not used. Another device was used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
The device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. One maxcore biopsy needle was returned. Functional testing could not be performed due to the sample condition (i.e. Bent needle). Therefore, the investigation is inconclusive for the reported self-activation. The definitive root cause could not be determined based upon available information. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate.